Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: nothing out of the ordinary could attribute to the hemostasis issue- normal circulator, conditions, patient bmi¿s etc. Thoracic procedures- bleeding from staple line (no bleed on lung but vessel) and clips used. This only occurs with gst60w and not pvs. The surgeon does not pulse fire and staple line looks good. Ecr gray used on vessels. Bariatric procedures- must always clip or over-sew to control bleeding. On sleeves a gold reload is used then blue. There have been no reported staple malformation issues. No leaks- only bleeding. The bleeding was coming from: on thoracic- distal of staple line. Bariatric- on the cut line, 2nd or 3rd firing on sleeve. Pouch- first two firings. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or not? Were any malformed staples noted throughout the care of the patient? How long post-op were bleeding symptoms and how were they identified? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that the surgeon has previously had some issues with post opt from bariatric procedures. Even three patients suffered from late bleedings and had to be re-operated with urgency because of symptomatic complaints and, after seen in the operation theatre, bleedings. The revived issue is now occurring weekly. It is seen in both types of surgery, both lgbp and lsg and there is no exception in color of the gst reload. The issue appears in both gst60b when making the pouch for the laparoscopic gastric bypass as in gst60d and gst60b when creating the sleeve on the stomach.

Manufacturer narrative:
(B)(4). Additional information received. The surgeon stated that he is noticing more oozing/bleeding in all gastric bypass and sleeve procedures. He did not use to see this issue until they made the switch from manual to powered gst system around (B)(6) 2017. Nothing has changed in regard to procedure or technique. He was asked where on sleeve procedures that the bleeding was noticed in which he replied the entire length. If bleeding was noticed he would sometimes change the lot # of reloads and less bleeding observed. Over sewing was also used if bleeding noticed. It was confirmed that the surgeon fires the device in one stroke and does not pulse fire. Typical cartridge selection is gold to start and finish with blue.